Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, this device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board (pcb). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed circuit disconnect, low pip (peak inspiratory pressure), low ve (minute ventilation), transducer fault. At this time, there is no information about patient involvement.